Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the cause of the high impedances is unknown. No actions were planned to resolve the high impedances. The issue was not resolved. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the lead was replaced on "(B)(6) 2026." Before surgery that lead showed high impedances on all electrodes except electrode 13. After the lead was replaced the connectivity check and impedance check were good and green and within normal range. Rep told the hospital that rep would like to keep the explanted lead. Unfortunately after they took the lead from the operating room to bag up and give back to me, it was somehow misplaced and thrown away and could not be found. So rep will be unable to send this lead back for analysis. The doctor was notified of this.

Manufacturer narrative:
Continuation of d10: product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2018, explanted: (B)(6) 2024, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient's battery was completely discharged, and patient¿s husband reported she had not used the device in over a year. Memory loss showed on patient controller and required resetting. Used antenna locator feature to charge battery successfully to 50%. Once connected, an impedance check showed high impedances at electrodes 8, 11, 14, and 15. Current programming does not involve those electrodes. Patient has had both a recent automobile accident and fall. A recent x-ray shows both leads to be in place and connected to the ins. No interventions have been taken or planned. As the patient had not used the therapy in over a year, and was asleep for most of the encounter and could not give feedback, once the ins had been charged and the system checked, it was decided not to do any reprogramming at this meeting. The patient will contact me if further steps need to be taken to address pain.